Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. The investigation has been identified for further in-depth analysis to assist in the determination of the root cause and has therefore been assigned to bioengineering and applied research in leeds. The investigation will be closed with an interim report and will be re-opened when the bioengineering and or applied research report is completed.

Event description:
Revision of thr due to metallosis. Head, liner and stem removed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.